Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head exhibited error message. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: b5, d10, e1, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a failed leak test on switch button and at the back of face plate. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure could not be determined. However, the most probable cause for additional malfunction failed leak test was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm. However, no additional information received from the customer.